Event description:
It was reported by the surgeon that the device that was provided for him was unusable as it had water marks. Another device was used for the procedure.

Manufacturer narrative:
The device was inspected and confirmed to show the water marks as reported. Another device from the same batch was inspected and confirmed to have no water marks. This batch was cleaned and inspected in house at siw. All such components have since been transferred to a sub contractor for cleaning and packing and no similar incidents have been reported. It is believed that this is an isolated event. Current info is insufficient to permit a conclusion as to the cause of the reported event. Requests are being made for add'l info and a supplemental report will be provided if this info is received.